Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: cuts on the cable and a failed leak test. A root cause for the additional malfunctions could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to cable, electrical failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an image problem. There were no reports of patient harm.